Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the rn visibly detected air in the IV tubing after safety clamp to the patient site. Rn took it out of the IV pump and noticed IV fluid leakage from safety clamp site and rn detected the IV fluid leakage from safety clamp site when freshly primed the line. It did not get to patient. I do not have the sample available to be returned.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported two events, both for leakage and air in line at the safety clamp, for material 2420-0007, lot 25105220. The customer was only able to return the sample for the first event, and not the second. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and a small, slow leak was discovered at the safety clamp and tubing junction. The complaint of leakage and air in line is verified. The tubing was pulled with minimal effort and pulled apart completely from the blue pump fitment. The tubing was investigated under a microscope and solvent was found on the tubing. The tubing insertion depth was found to be shallow into the pump fitment. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by implementing two new fixtures for the solvent dispenser to aid in application.